Event description:
Complainant indicated that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.